Event description:
It was reported that the fiber heat protection occurred at the very beginning of the procedure and the fiber was forward firing. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported forward firing cannot be confirmed as analysis did not identify damage to the fiber tip that could contribute to it. Analysis did identify a proximal circumferential fracture and glue failure. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperature. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture and glue failure. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis result, fiber tip damage that could contribute to forward firing was not confirmed and initial report indicated that the procedure was completed without patient complications. It is unlikely that the identified proximal circumferential fracture and glue failure could contribute to patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis showed a proximal fracture and damage to the outer flow tubing. Additionally, analysis identified an epoxy failure, as the glass cap was protruding less than usual, and the total internal reflection surface was not aligned with the output window. The glass cap exhibited moderate debris adhesion. The glass cap also exhibited mild devitrification at the output window. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: analysis of the returned fiber did not identify damages to the fiber tip that could contribute to the reported forward firing. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted proximal circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that the fiber's heat protection occurred at the very beginning of the procedure and the fiber was forward firing. The procedure was completed with a second fiber and no clinical consequences to the patient.